Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is: ¿fluid collection¿.

Event description:
Healthcare professional reported right side ¿fluid collection¿ and ¿exchange from textured to smooth due to product concern.¿ the device has been replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3,h6 device evaluation: .based on the device analysis grid, the assessments of the complaint are: ¿ anxiety-product/procedure: unable to observe since it is a medical event and is not related to the device. ¿ seroma: unable to observe since it is a medical event and is not related to the device. Additional observations: ¿ deformation observed on the device. ¿ cloudy observed on the gel.. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported right side ¿fluid collection¿ and ¿exchange from textured to smooth due to product concern.¿ the device has been explanted and replaced.